Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a cracked screen, which was difficult to read, required frequent battery changes, rejected new batteries and alarmed no delivery alarms inexplicably. The caller declined to provide the blood glucose reading and declined assistance regarding the reported issues. Nothing further reported.